Event description:
It was reported that an asymptomatic, non dependent patient presented in clinic for regular device check. Upon interrogation, the pulse generator exhibited no output and a diagnostics anomaly. After the device was reprogrammed, normal function resumed. The patients condition post event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).